Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no phacoemulsification during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system has no phaco power. There was no reported patient harm. A service record (B)(4) was opened (B)(4)2017. The sr was cancelled, the customer resolved the issue. The system was manufactured on june 17, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of no phaco power was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).